Event description:
The technician alleged the side rail would not raise to the latch position. No injury reported.

Manufacturer narrative:
The technician found the side rail is damaged. The technician replaced the side rail to resolve the issue.